Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 192 mg/dl at the time of incident. Troubleshooting found that the pump did not pass the self test. The customer was advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current and active current measurements were within specifications. The format history file analysis confirmed a pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. The pump was received with a scratched case, a fading serial number label and minor scratches on the lcd window.